Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was in the clinic on (B)(6) 2018, and reported struggling recently with increased shortness of breath and fatigue. Over the 4-5 days leading up to the clinic visit, the patient reported some pink-tinted stools over the weeks leading to the clinic visit. Patient denied bright red blood per rectum (brbpr) or having dark stools. Hemoglobin (hgb) decreased to 6.0 g/dl and hematocrit decreased to 19.5% with an inr greater than 4. The patient was then hospitalized and given a unit of packed red blood cells (prbc). Believed to be a gastrointestinal (gi) bleed. On 9aug2018, additional information provided indicated that the patient received a total of 4 units of prbc's. The patient received an upper endoscopy with evidence of arteriovenous malformation (avm) in the third portion of the duodenum. The patient ended up receiving 3 clips after a failed argon plasma coagulation (apc) was performed. The patient was discharged after the gi bleed resolved.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that during the hospitalization, a total of four units prbc's and 1 mg po vitamin k were administered. The patient was placed on a ppi drip. Aspirin and warfarin were held during the initial stabilization. An egd was performed with evidence of arteriovenous malformation (avm) in the third portion of the duodenum, which was treated initially with argon plasma coagulation and then with three hemoclips. Inr of 4 on presentation was felt to contribute to bleeding. Subject was discharged on (B)(6) 2018 and aspirin was restarted on this day, with plans to resume warfarin on (B)(6) 2018 with new goal inr of 2-2.5. Anticoagulants at the time of event was aspirin and warfarin. No further information was provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report MFR report # 2916596. The correct date was (B)(6) 2018.